Event description:
Reference number (B)(4). Event occurred in norway. On (B)(6) 2024, patient encountered high blood glucose level during the event the blood glucose level was 31mmol/l. The patient was hospitalized. Patient was treated with humalog. No further information available.

Manufacturer narrative:
E1 patient country: norway.